Event description:
Infection was reported. The leads were removed and replaced. The tachy lead was returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the distal segment of the lead was returned, analyzed and a proximal conductor was fractured. It was noted that the defibrillation conductor was fractured and distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, had cosmetic environmental stress cracking and was breached cut. It was further noted that there was a white substance on the exposed defibrillation coil, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.